Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's clips were spitting out unformed with the first two devices used. Some clips had fallen into the patient, but there was no information how they were retrieved or if the clips were left in the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Evaluation summary: as a lot number was not received, a device history review could not be performed.